Event description:
Litigation alleges that patient experienced hip pain and swelling. The condition has worsened to the point that patient cannot sleep on her left side, her hip is tender to the touch, and she has persistent stinging pain in her groin that radiates down the front of her left leg.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.